Event description:
It was reported from (B)(6) that before a craniotomy surgery, it was observed that when the central unit was turned on, the motor device had an e8 error message when used with a compact speed reducer device. There was a thirty minute delay to the planned surgical procedure. An identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the serial number as (B)(4). Due to additional information, the serial number has been updated to reflect the correct serial number. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: reporter's phone number: (B)(6). Contact name not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.